Event description:
Customer's daughter called to report the reservoir comparment is wet and smells like insulin. She stated the reservoir is full of air bubbles. No further deaths provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.